Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that after giving customer bolus deliveries, customer's blood glucose dropped to 47 mg/dl which was treated with food. Caller states that bolus was not incrementing properly causing customer to get insulin faster. Caller was educated on proper bolus procedure. Caller declined troubleshooting.